Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set tubing issue on (B)(6) 2024. The infusion set tubing detached from connector. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8. - device 1 of 2.